Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited noise with intermittent loss of capture (loc). It was noted that the right atrial automatic threshold (raat) test was found to be in suspension due to low evoked response. This appeared to have retrograde conduction. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise from the atrial and ventricular pacing artifact, but it fell with the programmed blanking period so there was no oversensing. The ra capture threshold was five volts. Reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited noise with intermittent loss of capture (loc). It was noted that the right atrial automatic threshold (raat) test was found to be in suspension due to low evoked response. This appeared to have retrograde conduction. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise from the atrial and ventricular pacing artifact, but it fell with the programmed blanking period so there was no oversensing. The ra capture threshold was five volts. Reprogramming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this ra lead was explanted due to an increase in pacing impedance measurements and high capture thresholds. A new ra lead was successfully placed at this time. No additional adverse patient effects were reported. At this time, the explanted product has not been returned to boston scientific for investigation because it was retained by the facility.